Manufacturer narrative:
H3: neither sample nor pictures were received for the analysis of this complaint. Without the return of the product a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that pump was alarming with error code 46876. Troubleshooting was performed and the alarm persisted. Upon removal and reattachment of the cassette, the alarm recurred. The battery door was opened and closed a second time. However, the remove/reattach cassette alarm persisted. The caller was instructed to clamp the tubing and attempt cassette removal. Once the silver bar was lifted, the pump began alarming with a message indicating that pump settings and patient data were lost. There was patient involvement and no patient harm.